Manufacturer narrative:
Roth, c. (2013). Mechanical recanalization with flow restoration in acute ischemic stroke: the reflow (mechanical recanalization with flow restoration in acute ischemic stroke) study. Jacc: cardiovascular interventions, 6(4). Doi:10.1016/j.jcin.2012.11.013. The solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00399. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire thrombectomy. The purpose of this article was to assess the feasibility and safety of mechanical recanalization using a stent-like device (solitaire fr). The authors reviewed the results of 40 patients who underwent solitaire fr recanalization for intracranial large vessel occlusion. Of the 40 patients, 19 were male and 11 were female; the average age was 70.1 years. The article states that as of 90 days post-intervention, 5 of the patients had died; mortality rate was 12.5%.